Event description:
It was reported via FDA medwatch / FDA user facility report mw report mw5168197 the following information: on (B)(6) 2025, this patient had a gastrostomy tube placed in the operating room with orders for gtube to gravity drainage. In setting up the tube to gravity drainage, the nurse selected the incorrect bag. The bag that was used was a nephrostomy bag product uresil ref tc600.this bag was incorrectly attached to the gtube balloon port and resulted in the deflation of the balloon and resulted in the dislodgement of the tube. On (B)(6)2025, the patient returned to the operating room to have the gtube replaced. Although there is no device error, that contributed to harm, it was noted in the review of the event that there is no visual indicator or color coding for the feeding ports or the balloon ports. Reporting to make the recommendation for visual indicator to differentiate these ports. Mic gastrostomy feeding tube with enfit connectors 18 f ref 8100-18.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 18-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.